Manufacturer narrative:
(B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unknown.

Event description:
Customer reported, the tubing came apart and resulted in a blood spill. No patient injury reported. Customer states that no further patient or event information is available.